Event description:
The field application specialist reported the user experienced an issue where creatinine plus waldenstrom (creatinine) results shifted by a factor of 10 in the middle of a run. The user stated the results for 10 urine and serum samples were being questioned, however data was provided for only one patient serum sample. The initial result was 0.08 mg/dl and was reported outside the laboratory. The physician questioned the result because the patient who was an in-patient at the hospital, had history of renal problems. He did not act on the initial result and requested repeat testing. The sample was repeated on a cobas 8000 analyzer and the result was 0.91 mg/dl. A corrected report issued. The patient was not adversely affected. The creatinine reagent lot number was 64406601. The field application specialist stated recalibrating the assay resolved the issue.

Manufacturer narrative:
Based on provided information, the investigation determined that during the performance of the blank calibration a shift in decimal points occurred. This caused the results to shift low by a factor 10 and was corrected with a full calibration. This is related to an incorrect calibrator assignment by the operator. It was noted the quality control had failed by factor 10 low as well on (B)(6) 2011 and the "@" printed for the results clearly indicates that the blank calibration had been used for generating the results. An analyzer or application issue could be excluded as operator handling error was assumed. No adverse event was reported.